Event description:
It is reported leakage. Event description: on 09apr2025 was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci, leaker syringe w/ hub. On (B)(6) 2025, the office staff reported the following: ¿when the filter needle was placed on the syringe and the medication was being withdrawn, the medication leaked out. It leaked the luer-lock connection between the filter needle and the syringe. The doctor confirmed the filter needle was attached tightly to the syringe.¿

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up: it was reported the filter needle was placed on the syringe and the medication was being withdrawn, the medication leaked out. Our quality team has completed a device history record review for material number 305211 and lot number 4031348. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.